Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.